Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, there was a malfunction of the clip applier. The clip didn't close while using it during the procedure. Another device was used to complete the case. Surgery was prolonged three minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned in good visual condition. The instrument was cycled, fed, formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.